Event description:
It was reported that the implantable pulse generator (ipg) showed an example of noise reversion in vvir configuration at the lower rate. It was noted by the physician that the algorithm exhibited the possibility to induce ventricular fibrillation (vf) through the pacing stimuli in the refractory time. The pacemaker was reprogrammed to reduce the pvarp (post ventricular atrial refractory period) to 180 milliseconds. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.